Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the difficulty inserting/removing introducer was most likely patient condition related; the introducer insertion was unsuccessful due to small size of the patient as per the clinical description. In accordance with updated procedures, section d6 has been revised from the initial submission.

Event description:
The user facility reported a 41 year-old male with cardiogenic shock and acute myocardial infarction was attempted to be implanted with an impella cp device for mechanical circulatory support. Attempts to place an introducer were unsuccessful due to the small size of the patient's vasculature. The implant was subsequently aborted, and an intra-aortic balloon pump was implanted instead. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.